Event description:
The hcp reported that the patient's pump is only 1 year old. They did a rotor test which did seem to work. The hcp reported the pump is non-operational. The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when additional information is received.